Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom system error 322 could not be reproduced. Review of the history log confirmed the reported symptom. Evaluation determined that the upper and lower auxiliary sub assembly were the failing components and required replacement. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.